Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was explanted and upon extraction, the lead exhibited an insulation damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at the distal end of the connector boot. The lead cables were fractured inside the conector due to fatigue. This likely contributed to the reported electrical anomaly.